Manufacturer narrative:
Conmed received a broken drill bit for evaluation. Visual inspection of the returned drill bit confirmed the reported breakage and found the tip had broken off and the broken portion was not returned. Further examination found minimal galling was present on the tip of the shaft. A review of the device history records showed this lot was manufactured on may 29, 2013 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. This is a relatively new device which is very technique dependent. Evaluation of similar complaints revealed that the most likely cause of this suspected failure is user-related. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of drill bit breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition. There should be no loose, broken or misaligned parts. Inspect instruments after use to ensure they have not been damaged. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care when using the drill bit and drill guide. Applying side or bending loads may cause drill bit breakage, oversized tunnel or generation of metal particulates. Do not re-sharpen, re-sterilize, or reuse. Some instruments may be extremely sharp. Handle with care to avoid injury. The drill bit is single use and must be disposed according to hospital policy and procedures.

Event description:
The customer reported that during use of this y-knot all-suture anchor drill bit ((B)(4)) in an arthroscopic shoulder stabilization procedure on a (B)(6) male patient, the tip of the drill bit broke off. The breakage occurred when the surgeon attempted to drill a pilot hole for the fourth implant. The broken tip was lodged in the glenoid and removal of the tip was not possible due to limited visibility. The surgeon used another drill bit to drill the fourth pilot hole and complete the anchor insertion successfully with no further complications or injury to the patient.